Event description:
According to the complaint on (B)(6) 2022, blood gas analysis was required by the abl90 flex analyzer (serial no. (B)(4)), but the sampling needle would not retract to the normal state after sucking blood, and the next step of detection couldn't be performed. The customer stopped using the analyzer immediately and notified the equipment maintenance team for maintenance. Due to the timely discovery, it did not cause a major impact on patients.

Manufacturer narrative:
The radiometer investigation is completed. But due to lack of details and data, the root cause can not be determined. Hence, the root cause remains unknown. H3: requsted data has not been received.